Manufacturer narrative:
Failure analysis was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test and displacement test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The insulin pump was returned for failure analysis. The reason for the return was unknown. The customer's blood glucose was not provided.